Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.examination of returned device found no evidence of product non-conformance. Dimensional evaluation could not be conducted due to wear. Incomplete device was returned; therefore, a conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Date implanted - 2006 device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ under possible adverse events, number 11 states, ¿wear and/or deformation of articulating surfaces." This report is number 3 of 3 filed for the same event (reference 1825034-2015-004855 / 04856 / 04857).

Event description:
It was reported that patient underwent total knee arthroplasty in 2006. Subsequently, patient was revised on (B)(6) 2015 due to a fall resulting in a femoral fracture. During the procedure, significant liner wear, locking bar had fractured into three pieces, the finned stem had broken off the tibial base plate, and significant damage to the femoral component possibly due to metal on metal wear or the patient fall were noted. One piece of the locking bar was unable to be located. During the procedure, the femoral fracture was repaired and all components were removed and replaced with competitor products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.